Event description:
As reported by (B)(6) surgical: the patient has a dislocated mets proximal humerus bayley walker endoprosthesis. I have informed surgeon that taper reuse is not allowed and hence, he will revise the whole device, but he will retain the glenoid screw. He will perform approx. 10mm refresh cut. Please note this is a pediatric case.

Manufacturer narrative:
An event regarding dislocation involving a proximal humerus (bayley walker) construct was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a proximal humoral replacement since I was able to review an x-ray/CT scan image with the implant in place. I cannot confirm the dislocation as I do not see it clearly but it may be possibly seen with upward riding of the humeral head within the glenoid. Root cause analysis: the cause of this event cannot be determined with certainty. The causes of dislocation of a proximal humeral replacement are multifactorial including the surgical technique in the way the shoulder musculature is balanced with restoration of the kinematics. Patient factors can contribute including the patient's activity level, lifestyle and bmi. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised due to dislocation. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a proximal humoral replacement since I was able to review an x-ray/CT scan image with the implant in place. I cannot confirm the dislocation as I do not see it clearly but it may be possibly seen with upward riding of the humeral head within the glenoid. Root cause analysis: the cause of this event cannot be determined with certainty. The causes of dislocation of a proximal humeral replacement are multifactorial including the surgical technique in the way the shoulder musculature is balanced with restoration of the kinematics. Patient factors can contribute including the patient's activity level, lifestyle and bmi. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.